Manufacturer narrative:
(B)(4). The complaint device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. However, the device does not turn on. A review of the receiver log and diagnostic chart found no errors related to the event. Therefore, the device was determined to be operating within the required specifications without malfunction.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2015. Patient's mother stated that the patient experienced a hyperglycemic event and her blood glucose level was around 240mg/dl all night. The next morning the patient's parents noticed that the patient continued to have a high blood glucose level and was vomiting. The patient's parents took the patient to the emergency room where she was administered IV fluids and zofran. The patient was sent home on 02/26/2015. There was no reported device malfunction. At the time of contact, the patient's mother did not report any further injury or medical intervention.

Manufacturer narrative:
(B)(4). Although a conclusive root cause cannot be determined for the reported adverse event, it should be noted that diabetes mellitus is a known cause of hyperglycemia and vomiting.